Event description:
Healthcare professional reported left side "deflation". Device explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: wear abrasion. Leak test was performed, and no leakage was found. A microscopic analysis was performed which not identify irregularities in the device, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b5 d6b d9 h3 h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.